Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Immediately after treatment had been initiated, a visible blood leak in effluent dialysate line was observed and the machine alarmed. Estimated blood loss was 200cc's. Patient had no ill effects. Sample was discarded by the user facility; sample is not available.